Event description:
It was reported that the right ventricular (rv) lead had slightly elevated pacing thresholds. The lead was tested via analyzer during device change out and determined to be acceptable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).